Event description:
During a call for a therapy question during fill, it was reported that the tip of the line of an automated peritoneal dialysis set touched the home patient¿s (hp) arm as s/he was connecting a bag. The hp continued on with therapy. The technical service representative (tsr) advised the hp to end therapy and start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to use aseptic technique to reduce the chance of infection when you connect yourself to the cycler. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.